Event description:
It was reported that, "scrub tech was attempting to load the cage an the inserter would not tighten down, it would just spin."

Manufacturer narrative:
Additional info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.